Event description:
It was reported that the device had the issue of cassette not properly attached. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: address corrected. H3: one device was received for analysis. The device had a torn downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported complaint of cassette not properly attached was confirmed through visual inspection, and dso test. The cause of the issue was a torn dso seal. The dso seal was replaced. The dso/ upstream occlusion (uso) sensors were calibrated. The device then passed all tests after the repair.

Event description:
It was reported that the device had the issue of cassette not properly attached. There was no patient involvement.

Manufacturer narrative:
This report is a correction to the supplemental report that was inadvertently filed with the incorrect date in g3. Correction: g3 - date received by mfg:17-mar-2025.